Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the low blood glucose issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose (bg) was ¿high¿; although specific value was not provided. Customer did not address the elevated bg. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.